Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported problem could not be duplicated as the device was tested three times and was found to be within specifications. However, a functional test was performed and found that the pump recorded error code 41541, which pointed to a faulty latch/lock sensor. Preventive service and secondary repairs were performed.

Event description:
It was reported that the device exhibited "precision test failed". There was no patient involvement.